Event description:
A pump malfunction occurred on pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared.